Manufacturer narrative:
Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixure loss (date not reported). The patient was reimplanted with another fixture in (B)(6) 2014 (exact date not reported).